Event description:
It was reported that an ilet user experienced sustained hyperglycemia for approximately three hours with a peak glucose of 353 mg/dl, during which the agent advised changing the infusion set and the user successfully filled the cannula and tubing; the device alerted for high glucose and a follow-up confirmed glucose at 105 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention and non-medical assistance provided by a family member out of kindness. Investigation included troubleshooting and education over the phone focused on infusion set, cannula, and tubing integrity. Investigation of this case revealed no observed hardware or infusion set anomalies and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.